Event description:
A customer reported that the touchscreen of their device was less responsive, requiring additional taps to complete a step. There was no adverse impact to the customer¿s blood glucose level. The customer declined additional troubleshooting, and the issue was documented and resolved with no further action needed.